Manufacturer narrative:
Service in the field was performed on september 14, 2017. The replaced xps console was received at the manufacturer on october 02, 2017. Product evaluation: the xps console (s/n: (B)(4)) evaluation was completed on april 09, 2018 it is unknown what the box in which the console was returned in looked like. There was no visual inspection of the returned console. It was noted that the desiccant, d.I. And particle filters were all replaced. The laser was re-calibrated and a complete test of the system was run. The test for the auto cycle ran overnight. New re-work, test and electrical safety reports were completed on the laser. Probable root cause: based on the analysis, the probable root cause of the failure was the issue with desiccant, d.I and particle filters.

Manufacturer narrative:
The console was evaluated in the field on september 14, 2017. The reported issue was confirmed and the laser is being returned to the manufacturer for further evaluation and/or repair. A replacement laser has been shipped to the customer.

Event description:
It was reported that during preparation of a prostate procedure, the laser was not reading the fiber card and fiber card does not match the fiber message was observed. Attempts were made to resolve the issue by trying two different fibers/cards which resulted in a reoccurrence of the same reported issue. The procedure was converted to a" bi-polar turp using an olympus loop". There was no patient injury.

Manufacturer narrative:
As previously reported: service in the field was performed on september 14, 2017. The replaced xps console s/n: (B)(4) was received at the manufacturer on october 02, 2017 and resonator will be reworked in house.